Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the battery compartment reportedly was cracked from the top to the cover part. The returned battery cap was used for investigation and was able to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. The battery compartment reportedly was cracked from the top to the cover part. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/01/2015.